Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Neonate was tested at 1:36am with a result of 46. A lab draw was done at 1:40am and was analyzed within 20 minutes and came back as 36. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.